Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir; inspected the reservoir, snap cap and septum for anomalies none were found. Performed occlusion test by filling the reservoir with diluent, connecting to a new infusion set and installed the reservoir into a medtronic 7 series insulin pump; conclusion the reservoir is not occluded.

Event description:
It was reported that the customer received a no delivery alarm causing four infusion sets and four reservoirs to not work. The customer's blood glucose level was 140 mg/dl. The product will be returned. Nothing further to report.